Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked reservoir tube window, cracked case at reservoir window corner, missing reservoir tube o-ring.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarms and scratches on screen also stated that reservoir window was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis